Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that after performing surgery on a cat they had to intervene again because the thread frayed and the wound had opened. Also, the needle detaches from the thread very easily. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have checked the closed samples received and the visual appearance of the thread is the correct and the usual one, without thread damage. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 0.71 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.71 kgf in average and 2.53 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). On the other hand, degradation test (14 days in sörensen solution at 37ºc) has been conducted with the closed samples received and the results fulfill b. Braun surgical (bbs) requirements (> 0.40 kgf). Results: 1.42 kgf in minimum and 1.43 kgf in average. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.